Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and failed due to black screen display/ no images (backlight was on). Functional tests were performed and failed display pattern test due to black screen display/ no images (backlight was on). An internal visual inspection was performed and passed. The receiver log was downloaded and receiver reset observed on incident date (B)(6) 2025 in receiver log. No hw fault found in receiver log. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).